Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "at the receipt of the device, it was noticed that its packaging is damaged. The plastic film is not torn. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the packaging for corail2 std size 8 was heavily damaged. This condition can be attributed to transport/storage of the device. Based on the provide evidence, the investigation was bale to confirm the reported event. No other problem identified. The overall complaint was confirmed as the observed condition of the corail2 std size 8 would contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date in 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
At the receipt of the device, it was noticed that its packaging is damaged. The plastic film is not torn.